Manufacturer narrative:
Device 2 of 8. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced same kind of adhesive events with eight infusion sets as tehy all came off either while showering, putting on pants or even while doing nothing. Patient reported to know the cause of the product not adhering which was described as the tape itself by the patient. She thinks there's something that has changed in the tape. No further information available.